Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient thought their ins had slipped down a little in the pocket site. It was noted the patient had poor communication with their patient programmer while using the antenna. The patient noted their ins was currently at 3.90 v. No patient symptoms or further complications were reported as a result of this event.